Event description:
Pt was having an epidural secondary to labor induction. Physician was experiencing difficulty with the insertion of the epidural catheter, and when removed from the pt's back, it was noticed that the tip of the catheter was missing. (Approx 1-2 cm). A second epidural procedure was performed without further incident.